Event description:
The pt received her ipg on (B)(6) 2007. It was reported the pt had an ipg low battery message. The flag was cleared by the sjm rep.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.